Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a sphere 9 catheter was used during a redo ablation procedure to treat persistent atrial fibrillation and atypical flutter, and the patient arrived in sinus rhythm. Transeptal access was utilized, pulmonary vein isolation, a roof line lesion, and a lateral mitral line lesion were created, pulsed field ablation was performed with 94 lesions, and radiofrequency ablation was performed with 6 lesions. Continuous irrigation was maintained on the catheter and sheath, and heparinized saline was used to flush the sheath. A few days after the procedure, it was reported that the patient experienced a stroke. No further patient complications have been reported as a result of this event.